Event description:
Manufacturer received a report from a facility alleging that a resident sustained a fractured hip as a result of the malfunction of a hoyer lift. The lift was being utilized to transport the resident when the ball bearings in one of the wheels came out, causing the lift to tilt and the resident to fall out. The likely cause of the incident is due to unitended use.